Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult dilator insertion is confirmed but the exact cause remains unknown. One 15 cm powertrialysis catheter was returned opened. The product label indicated lot: reeu4034. Two 11-13 fr dilators, one 12-14 fr dilator, one guidewire, and one introducer needle included within the kit. The additional 11-13 fr dilator was likely removed from a separate kit. Blood residue was present on each of the three dilators. Deformation and material whitening was visible on one of the 11-13 fr dilators and on the 12-14 fr dilator. Microscopic observation of the two damaged dilators revealed them to be flared outwards and non-concentric. The flared regions appeared to have a point of localized deformation which may have been caused by forceful advancement against a guidewire. No apparent deformation was noted on the returned guidewire; however, it is unknown if a guidewire from the separate kit was used. Since the deformation was observed on the dilators to suggest a difficult insertion, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) of reeu4034 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that dilator could not get inserted at puncture site. (B)(6) 2021: the returned dilator was found to be flared outward.